Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device operated intermittently, the sliding sleeve was difficult to pull, both seals in slide sleeve were worn, the electronic control unit functioned intermittently and the electric motor vibrated excessively. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery oscillator device would not run. During in-house engineering evaluation, it was observed that the device functioned intermittently and had a sliding sleeve that was difficult to pull, worn seals in slide sleeve, an electronic control unit that functioned intermittently and an electric motor that had excessive vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.